Event description:
Event description guidant received information that this lead has a confirmed lead fracture, by x-ray. The fracture was located near the terminal conductor. The physician called the technical services consultant to inquire if the lead could be repaired by cutting it and using an is-1 connector.